Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be duplicated.

Event description:
Dealer claims consumer fell off scooter and broke shoulder.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer claims consumer fell off scooter and broke shoulder.

Manufacturer narrative:
The patient identifier and date of event have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer claims consumer fell off scooter and broke shoulder.